Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 5.9, lab: 3.1. Last week the pt had an inr of 5.9 and was symptomatic of high inr (she had bruising and bleeding). They did lower her coumadin dosage. Pt's therapeutic range is 2.0-3.0. Pt is taking two new medications, but the nurse didn't know what they were. Pt is anemic and does have cancer; nurse is not sure of hematocrit level.

Manufacturer narrative:
Investigation pending.